Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain and cloudy drain bag. The cause of peritonitis was unknown. The patient was hospitalized for the event of peritonitis. On an unreported date, the patient began treatment with unspecified antibiotic ip and an unspecified antibiotic tablet, orally for infection around the stomach. Further treatment for peritonitis was not reported. Nine days later, the patient was discharged from the hospital. The patient was recovering from the peritonitis. Dianeal and extraneal therapies were ongoing. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.